Event description:
Customer reported that their pump's battery life depletes much faster than before, requiring charging every other day instead of once a week. Additionally, the wake button on the pump was not responsive, necessitating multiple presses to register. No adverse impact to the customer¿s blood glucose level was reported. Customer declined follow-up from technical support and no further information was obtained.